Event description:
The facility representative reported a device with air in line alarm during patient use. The hospital representative stated that there had not been any reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 09 2007. Evaluation summary:the reported condition of air in line alarm was confirmed. This alarm was related to corrosion on the pump head module assembly. The pump head module assembly was replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.